Event description:
The doctor reported the bur came out of the handpiece and fell into the pt's mouth during a dental procedure. The bur either scratched the pt's cheek or touched the pt's gum without injury. The dr had two handpieces with the same problem and is not sure which handpiece was used with which incident.